Event description:
Customer reported that the t:slim x2 pump battery was not charging, and a power source alert marked as alert 07 was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump after attempts to resolve the charging issue with different cables and adapters failed. Customer planned to use multiple daily injections (mdi) as a backup therapy. Cts confirmed shipping details and provided instructions for returning the problematic pump, with the replacement shipped without requiring a signature for delivery.